Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation study. The reported device results were 2.9, 3.6, 1.9, 4.2, 2.6, 2.9, 2.2, 7.3, 3.5, 8.0, 2.9, 2.1 and 4.6 inr. The corresponding lab results reported were 2.1, 2.6, 1.4, 2.8, 1.9, 2.1, 1.6, 4.7, 2.5, 4.6, 1.9, 1.5 and 3.0 inr. No treatment was given to patients in the study. The device was replaced and requested to be returned for evaluation.